Manufacturer narrative:
The customer provided data for a third patient sample with discrepant probnp results. This sample initially resulted in a probnp value of 18.40 pg/ml on (B)(6) 2023. The sample was repeated twice on (B)(6) 2023, resulting in values of 1842 pg/ml and 1836 pg/ml. The value of 1842 pg/ml was reported outside of the laboratory. No questionable results were reported outside of the laboratory. The field service engineer adjusted the sample probe and replaced a second probe. It was observed that the sample racks did not have inserts required for 13 mm. Diameter tubes. The liquid level detection voltage was too low and was adjusted. The rack position was adjusted. Patient test samples were run successfully with no issues. Controls ran successfully. No further issues were reported after these actions.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer did not observe bubbles or foam in the reagents, the analyzer racks had inserts used for 13 mm. Diameter tubes and did not observe any significant alarms on the alarm trace. No crystallization was noted on the probes or wash stations. The mixer showed no misalignment or bending. Controls and calibrations were acceptable. The engineer later noted that the photomultiplier tube voltage signal was slightly higher than the normal target range. The sipper nozzle was observed to be dripping. The engineer checked and tightened all connectors of the sipper pathway and no dripping was observed. A wash station nozzle was adjusted, the pinch tubing was replaced, and the photomultiplier tube voltage was adjusted. A performance check was run and was successful. Calibrations were deleted and a blank cell calibration was performed successfully. The customer ran calibration and controls. Calibration passed and controls recovered within specifications.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys ck-mb stat immunoassay on a cobas e 411 analyzer (rack system). The second patient sample also had discrepant results for the elecsys probnp ii immunoassay. The first patient sample initially resulted in a ck-mb value of 24.41 ng/ml with a data flag and this value was reported outside of the laboratory to physicians. The sample was repeated since the patient's ck value was normal, resulting in a value of 24.56 ng/ml. The sample was repeated on (B)(6) 2023 on a dxi instrument at a second site, resulting in a ck-mb value of 0.8 ng/ml. An amended report was issued. The second patient sample initially resulted in a ck-mb value of 39.31 ng/ml with a data flag and this value was reported outside of the laboratory to physicians. Since the patient's ck value was normal, the sample was repeated two times on (B)(6) 2023, resulting in ck-mb values of 0.789 ng/ml with a data flag and 0.749 ng/ml with a data flag. The sample was repeated on a different instrument on (B)(6) 2023, resulting in a ck-mb value of 0.7 ng/ml the 0.7 ng/ml value was reported outside of the laboratory. The second patient sample initially resulted in a probnp value of 26.59 pg/ml and this value was reported outside of the laboratory to physicians. Since the patient's ck value was normal, the sample was repeated two times on (B)(6) 2023, resulting in probnp values of 1889 pg/ml and 1894 pg/ml. The 1889 pg/ml value was reported outside of the laboratory. The ck-mb reagent lot number was 671552 and the probnp reagent lot number was 651829. The reagent expiration dates were requested, but not provided.